Event description:
It was reported that the patient passed out in the hospital parking lot and received multiple inappropriate shocks from the right ventricular (rv). The patient was hospitalized and required surgical intervention as a result of the event. The rv lead had a fracture and was over-sensing. The left ventricular (lv) lead had high impedance and a possible fracture. The leads were reprogrammed and later, extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated the right ventricular lead integrity alert was triggered, there was oversensing due to non-physiologic signals/sic (sensing integrity counter) and the unexpected delivery of a ventricular tachyarrhythmia therapy occurred.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2004. (B)(4).